Event description:
The customer stated that her "bg's have been high" while wearing this pod. She had given herself a bolus in response to a high bg level of 330 mg/dl; thirty minutes later her levels had lowered to 220 mg/dl. However, two hours later she had checked her bg levels once again, which rose to 300 mg/dl. No specific device failure was cited. The pod will be returned for eval.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any malfunction or manufacturing deficiency was found that would have directly caused or contributed to the customer's high bg levels. An air bubble, however, was found within the pod's insulin reservoir. This typically occurs when air is introduced into the pod during the fill process and is not related to any manufacturing process issue or product defect. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg levels. Insulet has initiated an internal investigation to determine if marketing can improve education and training related to this topic. The investigation is in-process as of the date of this report.